Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced insulin flow blocked alarm event on (B)(6) 2026. The patient subsequently admitted to emergency room visit on (B)(6) 2026 and remained in hospital for less than twenty-four hours due to high blood glucose level measuring greater than 400 mg/dl and was treated with insulin via intravenous drip. The patient experienced symptoms including vomiting, weakness.